Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured an out-of-range, low pacing impedance through the associated defibrillation lead. Pacing thresholds had increased recently and the device could no longer sense r-waves. A chest x-ray (cxr) was scheduled to evaluate lead placement. Also of note, a guidant field representative reports noise on a stored episode. A guidant technical services consultant recommended troubleshooting to assist in identifying the source of these abnormalities.